Manufacturer narrative:
D4: lot#: possible lot numbers 6059294,6026838,6022026,6022023,6026840. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the particulate matter was found internal to the device. Per reporter, during production using the 50 ml gray cadd cassettes, a 100% visual inspection identified one cassette with a particle. The majority of cassettes used were from lot# 6059294; however, since two units from other batches were used, it was not possible to specify a single lot. The possible lot # are 6059294,6026838,6022026,6022023,6026840 the cassettes were used for delivery of the controlled substance fentanyl citrate. There was no patient involvement.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: a photo was received; no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no functional tests were performed. Visual inspection of the photo provided did confirm the reported complaint. The root cause could not be determined without the device. If the product is returned, the manufacturer will reopen this complaint for further investigation.